Manufacturer narrative:
The last calibrations performed had signals that were higher or lower than expected but did not appear to affect the performance of the calibration. Quality control results were acceptable and do not indicate a performance issue with the reagent or instrument. Upon review of the alarm trace, procell, cleancell, preclean short alarms, sample short alarms, sample clot detection, and magazine lifter alarms were observed. It was noted that the series of discrepant high elecsys ft4 IV results was measured out of a new reagent kit. When these samples were re-measured the repeat values were moving towards the expected range. The low elecsys ft4 IV results are considered to be correct. The issue is consistent with bubbles on the (bead) reagent due to improper handling/transport from storage space to the loader. The investigation determined the event was consistent with pre-analytical handling issues at the customer site. The elecsys ft4 IV assay is not cleared or approved for use in the us or is similar to another device cleared or approved in the us.

Event description:
The initial reporter stated they received discrepant results for 12 patient samples, tested with elecsys ft4 IV on a cobas 8000 e 801 module. Sample 1: the sample initially resulted in a value of 7.77 ng/dl accompanied by a data flag and repeated as 1.47 ng/dl. Sample 2: the sample initially resulted in a value of 7.77 ng/dl accompanied by a data flag and repeated as 1.08 ng/dl. Sample 3: the sample initially resulted in a value of 7.77 ng/dl accompanied by a data flag and repeated as 1.07 ng/dl. Sample 4: the sample initially resulted in a value of 7.77 ng/dl accompanied by a data flag and repeated as 1.63 ng/dl. Sample 5: the sample initially resulted in a value of 7.77 ng/dl accompanied by a data flag and repeated as 1.31 ng/dl. Sample 6: the sample initially resulted in a value of 7.77 ng/dl accompanied by a data flag and repeated as 0.944 ng/dl. Sample 7: the sample initially resulted in a value of 7.77 ng/dl accompanied by a data flag and repeated as 1.41 ng/dl. Sample 8: the sample initially resulted in a value of 7.77 ng/dl accompanied by a data flag and repeated as 1.49 ng/dl. Sample 9: the sample initially resulted in a value of 3.91 ng/dl and repeated as 1.38 ng/dl. Sample 10: the sample initially resulted in a value of 7.77 ng/dl accompanied by a data flag and repeated as 1.28 ng/dl. Sample 11: the sample initially resulted in a value of 7.77 ng/dl accompanied by a data flag and repeated as 1.3 ng/dl. Sample 12: the sample initially resulted in a value of 7.77 ng/dl accompanied by a data flag and repeated as 1.65 ng/dl. The repeat results are deemed correct. No questionable result was reported outside of the laboratory. The elecsys ft4 reagent lot was 63937701 with an expiry date of 31-mar-2023.

Manufacturer narrative:
Na.